Event description:
It was reported that pump battery was depleting. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no troubleshooting was completed, and no additional information was received regarding the outcome of the event.